Event description:
It was reported that the external pulse generator's display screen did not work. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the display screen did not work. Analysis did find that the upper case was damaged, the lower case and battery drawer were broken and the side bail covers and side bails were missing. (B)(4).